Event description:
It was reported that during the implant procedure the setscrew was loose in the bag. When the device was being connected, the wrench did not engage the set screw as it appeared to be stripped. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Set screw foreign material was noted. Grommet material in set screw socket that would not allow wrench to engage.